Manufacturer narrative:
The technician received the replacement ticking, but discovered that the account's staff members had taken the device and placed it back in service. The serial number had not been recorded, therefore, neither the staff nor the technician could determine which device was the suspect device. No resolution has been made, as of this report. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
The account alleges that the device has fluid ingress in the mattress ticking.